Event description:
It was reported the catheter was occluded. Per the reporter they were notified of a dye study scheduled for the day of the report. A review of the chart showed that on (B)(6) 2015 the pa identified that excessive residual on refill, and that this was second time happened. The pa did not note the amount of the discrepancy. The patient was scheduled for a dye study. They were unable to aspirate through the cap. The patient stated they were not getting as good relief less than 50% of therapy relief, but no withdrawal signs noted. They planned to replace the catheter. The patient status at the time of the report was noted as alive no injury. On (B)(6) 2015 it was further noted that the exact volume discrepancies were not reported. The physician¿s note only stated ¿too much residual¿. They had not scheduled the catheter revision yet. The patient was noted as ¿doing ok¿ just complained not getting as much pain relief as before. No signs of withdrawal before or now. The patient had not recovered, symptoms/issue ongoing. Per the hcp the first volume discrepancy was on (B)(6) 2014 expected volume was 5 cc and actual volume was 5.5cc. The second volume discrepancy was on (B)(6) 2015 expected volume was 3.2cc. And the actual volume was 4.1cc. The patient was now scheduled for the catheter replacement and would be seen on (B)(6) 2015 to discuss the replacement. The pump was used to deliver hydromorphone, bupivacaine and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4) product type: programmer, patient. (B)(4).